Event description:
It was reported that the tandem-provided charging supplies began smoking. There was no adverse impact to the customer's blood glucose level. Customer continued using the pump for insulin therapy while replacement charging supplies were sent to the customer to address the issue.